Event description:
The customer reported getting hospitalized during a vacation with low blood glucose levels in the range of 20 mg/dl. The customer reported using an insulin pump different from her current insulin pump. The customer was treated with a glucagon tube. The customer also reported scratches on screen of the insulin pump. No additional information was provided.please refer to manufacturer's report no. 2032227-2014-17488 as it refers to the same event but of a different complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.